Event description:
The customer reported that the knife blade was not advancing. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge. (B)(4).

Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. The IFU cautions the user to not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. When the knife contacted the back of the seal plate, the trigger was forced and this caused the webbing to protrude. The webbing was not sharp. The IFU states to gently pull the cutting trigger to engage the cutting mechanism.